Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent high, out-of-range right atrial (ra) pacing impedance measurements of greater than 3,000 ohms. Technical services discussed possible causes. Upon further review of a stored atrial tachy response (atr) electrogram (egm) there was noise with competitive pacing. Isometrics was performed; however, the noise could not be recreated. The physician's plan is to continue to monitor. At this time, the device and non-boston scientific ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent high, out-of-range right atrial (ra) pacing impedance measurements of greater than 3,000 ohms. Technical services discussed possible causes. Upon further review of a stored atrial tachy response (atr) electrogram (egm) there was noise with competitive pacing. Isometrics was performed; however, the noise could not be recreated. The physician's plan is to continue to monitor. At this time, the device and non-boston scientific ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.